Manufacturer narrative:
B3: date of event is estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an event occurred with a proglide device during an unspecified intervention. While no specific information was provided, reportedly an image was taken which appeared to show biological material/ tissue on a dressing. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Without the device returned for analysis and specified failure mode, a conclusive cause for the event could not be determined. Additionally, a definitive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The patient effects of serious injury/ illness/ impairment and unspecified tissue injury are listed in the electronic proglide instructions for use as potential adverse events associated with the use of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.